Event description:
It was reported to philips that the system experienced a boot failure resolved by cleaning ram and grabber cards on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned ram and grabber cards, restoring system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).